Manufacturer narrative:
(B)(4). The customer-reported unravelled guidewire confirmed through visual analysis of the returned sample. The customer provided a photo and returned one guide wire for evaluation. Biological material was observed on the guidewire. The guidewire identified three kinks in the guidewire, with one kink located adjacent to the core wire separation. The guidewire exhibited unravelling with separation of the core wire in the distal region. Both separated portions of the core wire remained attached to their respective welds. Dimensional analysis confirmed the returned sample does not match the customer reported finished good. The dimensional discrepancy in guidewire length indicates that the returned sample does not match with the specification associated with the reported material number. This indicates that either an incorrect material number was reported or a different product was returned for evaluation. A device history record review was performed, and no relevant findings were identified. No manufacturing defects were found during this investigation, and a device history record review did not identify any manufacturing-related issues. However, based on the discrepancy between the reported finished good and the returned devices, the root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2026, during catheterization in the intensive care unit of (B)(6), it was discovered that the guidewire had become unraveled and could not be inserted, so a new catheter was used instead."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on (B)(6) 2026, during catheterization in the intensive care unit of the (B)(6) hospital, it was discovered that the guidewire had become unraveled and could not be inserted, so a new catheter was used instead."